Manufacturer narrative:
The subject device was not returned for investigation. Therefore, a physical investigation of the device was not possible. Based on the description of the event, as the m5+ ivl device was being removed from the iliac lesion, the balloon had detached from the shaft. After review of the reported information, a device malfunction was confirmed and the event was noted be related to user/procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
It was reported that a shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion located in the iliac lesion. 300 pulses were successfully delivered. At the end of the procedure, it was reported that the balloon became detached within the 6 fr sheath while the sheath was still inside the patient. The physician successfully retrieved the balloon when removing the sheath. There was no patient harm reported.